Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 20% in 2 days. Customer reported blood glucose (bg) level was 270 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.